Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to incomplete component deployment and surgical conversion.

Event description:
On (B)(6) 2012, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. During the procedure, the physician advanced an 18 fr sheath on the ipsilateral side up to the patient's common iliac artery. He would not advance the sheath any further because the patient has previously placed bilateral iliac stents. The delivery catheter was advanced through the sheath, but became snagged on one of the stents. Despite resistance, the delivery catheter was successfully advanced up to the level of the renal arteries. The physician attempted to deploy the device, however, the proximal end of the device would not unconstrain. It was reported that the deployment line had severed at the leading edge. The physician advanced the sheath further into the aorta in an attempt to recapture the device, then withdraw the device and sheath together. He was only able to advance the sheath up to the level of the contralateral gate, and was unable to recapture the entire graft into the sheath. The physician then decided to advance the graft back to within 3 mm of the renal arteries, and then pulled the sheath back. He was able to remove the constraining wire and lock pin, and the ipsilateral limb was opened. However, the contralateral gate did not release from the sleeve. Multiple attempts to cannulate the contralateral gate were unsuccessful. An angiogram revealed adequate seal proximally, a patent ipsilateral limb, but no blood flow through the contralateral side. The physician decided to convert to an aorto-uni-iliac with a femoro-femoral bypass. Blood glow was restored, and the patient tolerated the procedure without significant blood loss or further complication.